Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the axle tube is cracked and the camber inserts are coming out.